Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) levels ranged from 353-500mg/dl and a correction bolus was delivered to address the bg level. System check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the pump is worn in the customer's pocket and sometimes against their skin. The customer was to change their site to resolve the occlusion alarm. The customer stated they have scar tissue by their site location, tandem technical support (cts) advised to avoid areas with scar tissue when selecting a site location. The customer stated they would keep their pump away from any temperature changes while they delivered a correction bolus to see if this helps avoiding occlusion alarms.